Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient had difficulty walking. The patient was reprogrammed in (B)(6) 2014, but there was no improvement. The patient's family suspected there was a quality issue and they hoped the symptom could be improved by replacing the implantable neurostimulator (ins). The patient did not have a 50 percent or greater symptom reduction. The cause of the event was unknown and it was unknown if any troubleshooting was done. The date of the ins replacement was unknown. No outcome was reported. The patient's indication for use is parkinson's disease.